Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a bag that fell off and disconnected from the tubing. The tsr assisted the hp to end the therapy and start over using new supplies or manual bags. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2011. The patient stated the following: the cause of the separation was unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer was contacted regarding the sample and the sample was not received, therefore, lot number was unknown and no evaluation or batch review could be performed. The problem was confirmed and the cause was supply bag fell and disconnected.